Event description:
On january 11 2017, the lay user/patient contacted lifescan (lfs) to report that his onetouch verio2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2016. The patient stated that he does not take any medications to manage his diabetes however on (B)(6) 2016 he reduced his food and drink intake in response to the alleged issue. The patient reported that on (B)(6) 2016 he developed a symptom of ¿drowsy¿ however denied receiving any treatment. During the call the cca noted that it was not the first time the meter had been used and the test strips had not expired or been stored incorrectly. The patient followed the correct testing procedure and when the patient was walked through a retest the issue remained unresolved. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.